Event description:
The physician reports explanting the crystalens secondary to a refractive error with anisometropia and decreased bcva > 20/40. The patient had prior lasik surgery in 2006, which the surgeon believes contributed to the refractive error. The 19.00 d crystalens was exchanged for a 20.25 d crystalens and the patient is being prescribed glasses.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported issue. Conclusions: other: root cause: the physician believes the patient's prior refractive surgery was a contributing factor in the patient's resulting refractive error.